Event description:
It was reported that (1) lcsk5 device was used during a total laparoscopic hysterectomy procedure. It was reported by the rep that during the procedure the lsck5 was used throughout the case. The instrument provided poor hemostasis. The broad ligament bled with every bite, and numerous tactics were tried to improve hemostasis. Nothing worked. It is unknown how the case was completed. There was no consequence to the pt.